Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection and the infection was identified as bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted. It was noted the patient is a transplant candidate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.